Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 50pc. Lot in january of 2016. The returned instrument was evaluated and found that the knob and tube assembly move freely back and forth when the handle is squeezed indicating the snap ring which holds the knob & tube assembly to the handle has been popped out of its groove thus validating the complaint. Further evaluation after disassembly of the instrument showed that there is a deep gouge in the purple rotating knob and the drive rod that connects the handle mechanism to the jaw mechanism is bent /damaged. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to determine how this instrument has been stored, handled and cleaned or used by the end users facility. At this time it is undetermined as to what caused the shaft and knob assembly to become loose from the handle but mishandling at the customers. Site is suspected. No corrective action required.

Event description:
It was reported that the hemolok endo 10mm applier malfunctioned during a prostatectomy. The shaft detached from the rotator back during the procedure as the internal connection does not work and jaws goes free flow without traction. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hemolok endo 10mm applier malfunctioned during a prostatectomy. The shaft detached from the rotator back during the procedure as the internal connection does not work and jaws goes free flow without traction. There was no reported patient injury.